Event description:
It was initially reported that the patient experienced a loss of therapeutic effect (increased back pain). She had coupling issues between the external recharger and implantable neurostimulator (ins) and an overdischarge condition was suspected. It was noted that the last successful recharging session was about 3 weeks ago but the patient was not able to confirm if they fully charged. Follow up information received reported that the cause of the event was unknown although it was noted that the patient did have rotator cuff surgery on (B)(6) 2011 and did not recharge the ins during the 3 week recovery period. It was at this time, the patient began to experience the loss of effect issue noted as increase in pain in the right buttock and posterior leg areas. On (B)(6) 2011, the ins was replaced due to being at "end of service." The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 39565-30 serial #(B)(4) implanted: (B)(6) 2008 explanted: na; extension model 3708140 serial #(B)(4) implanted: (B)(6) 2008 explanted: na; extension model 3708140 serial #(B)(4) implanted: (B)(6) 2008 explanted: na; recharger model 37752 serial #(B)(4); programmer model 37743 serial #n(B)(4).